Manufacturer narrative:
The device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer was confirmed, further defects were detected. In total the following defects were detected: · blade damaged · adhesive joints on camera head worn · o-ring in connector missing · software version is up to date · blurring in image · stains in image · leak between connector and cover · led not working during the technical inspection, the fault described by the customer was identified and visual signs of wear were found on the blade. According to the IFU visual as well as functionality should always be checked before every use to avoid injuries and damages to the product. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the cmac has no light output. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).